Event description:
Pt reportedly underwent right total hip arthroplasty in 1980, with revisions in 1998 and 10/2002. Due to recurring pain, revision was performed again the following month, with all components being removed and replaced.